Event description:
It was reported that the customer received an auto-off alarm after 12 hours of no interaction with the pump. Reportedly, customer blood glucose level was impacted (450 mg/dl). Customer indicated that the auto-off feature would be turned off.

Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.